Event description:
Upon evaluation of the device it was determined that there was melting on contact 3 and 4 of the device. A request had been made for the return of the suspect device and replacement product was sent.